Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device was discarded.

Event description:
Caller reported patient was admitted into the hospital due to elevated blood glucose levels; exact reading was not provided. Caller stated patient was treated with IV drip and insulin. Caller alleges defective cannula which she believes caused the elevated blood glucose. Caller reported the cannula became disconnected from the tubing. Cannula has been discarded. Requested return of the unopened boxes of the alleged device for evaluation.